Manufacturer narrative:
The device was received by the resmed manufacturing facility located in (B)(4) and an extensive engineering investigation was performed. The investigation determined that the device failure to complete its internal self-test was due to a software timing issue of the non-return valve (nrv). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4). Note: at the time this self-test complaint was reported to the manufacturer it was assessed as being a non-reportable event. The investigation identified new information to change the assessment to reportable.

Event description:
It was reported to resmed (B)(4) that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The reported system fault 74 and internal self-test failure were confirmed through review of the device logs. The investigation determined that the system fault 74 was due to a software issue. Further investigation determined that the device failure to complete its internal self-test was due to a faulty non-return valve (nrv). Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).